Event description:
During a ventricular tachycardia ablation procedure, a tamponade was noted during first lesion ablation. Ablation took place at 50w and a catheter jump was noted. Ablation continued as the patient did not display symptoms, and three more lesions were created. Patient complained of pain, and a blood pressure drop was noted. An echocardiogram confirmed a tamponade, and the perforation was located in the left ventricle. Ablation was then stopped and a pericardiocentesis was performed. Patient has fully recovered. There are no alleged device malfunction.

Manufacturer narrative:
Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1. The correct MFR number is 3008452825. One bi-directional, curve f-j, tacticath sensor enabled contact force ablation catheter was received for evaluation. Optical fibers 1-3 met specifications for optical properties. The magnetic sensor, both thermocouples, and electrodes 1-4 met specifications during electrical testing. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. The tactisys log files were analyzed and indicated that the tacticath se catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.